Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 16 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted due to gastrointestinal bleeding (gi). The patient presented with bloody gi and urine output. The patient¿s heparin was put on hold and only given 162 mg of aspirin. An upper gi endoscopy (egd) was negative for any source of bleeding. The patient was transfused with 2 units of packed red blood cells (prbc). An arteriovenous malformation (avm) was confirmed in the jejunum and clipped and cauterized. Anticoagulant at the time of event was aspirin. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report has been submitted to provide section that were inadvertently omitted from the initial and supplemental medwatch reports. No further information is available. The manufacturer has closed the file on this event.